Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that system fault was recorded in history. During analysis, the customer's stated problem was verified. Inspected the pump and during powered up, the pump displayed error code 46228 with no alarm. The error code 46228 referenced to microprocessor board issue. The device was unable to repeat the reported problem during functional testing. Therefore, no problem was found regarding the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code "46228". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.